Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the endoscope reprocessor printer was printing unrecognizable text. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was not returned. However, an olympus field service engineer (fse) was dispatched to the user facility. While on-site, it was discovered that the unit failed to power up altogether. The fse attempted a power cycle, and the printer began printing unrecognizable texts. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the device, a definitive root cause could not be established. Olympus will continue to monitor the field performance of this device.